Manufacturer narrative:
Product event summary: analysis confirmed the reported calibration issuet; the touchscreen was out of electrical specifications. Analysis confirmed the reported keyboard issue; both keyboard hinges were broken. It was noted errors were found in the programmer software updates.

Event description:
It was reported the programmer had calibration problems and the keyboard was broken. The programmer was returned for service. There was no patient involvement.